Event description:
It was reported that, during use on a patient, the upper screen on a 980 ventilator went blank. The ventilator continued to ventilate the patient, and later, the blank screen reoccurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs, however, the repair of the device has not been completed.

Manufacturer narrative:
Additional information was received on 2017-may-11 regarding ventilator repair status. Device evaluation: the 980 ventilator without the battery was returned to medtronic¿s failure analysis laboratory. A visual inspection of the ventilator was performed and no anomalies were found. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, the upper screen on a 980 ventilator went blank. The ventilator continued to ventilate the patient, and later, the blank screen reoccurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs. The ventilator was removed from service and replaced by a new ventilator.